Manufacturer narrative:
The device has been received but additional time is required to complete the analysis. Upon completion of the investigation, a supplemental will be submitted.

Event description:
The customer reports the device only gives a tachycardia rhythm when pads are attached. No info was received regarding pt involvement or the date of event but attempts are being made to recover the info.